Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as the customer discarded the product. However, if the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying an adc freestyle libre sensor. Customer was unable to test her glucose and experienced loss of consciousness. Customer was treated with 2 units of insulin by her mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.